Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction and loss of range of motion. A review of the invoice history confirmed the surgery dates and suggests the modular head and acetabular cup were removed and replaced with a biomet head and competitor's acetabular component. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records noted patient underwent a revision on (B)(6) 2011 due to pain and loss of range of motion. Operative report further noted the presence of a contracted heterotopic bone medially, no acute inflammation, and a well fixed cup. The acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02845 & 02847).

Manufacturer narrative:
This follow-up report is being filed to relay correct implant date.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction and loss of range of motion. A review of the invoice history confirmed the surgery dates and suggests the modular head and acetabular cup were removed and replaced with a biomet head and competitor's acetabular component. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction and loss of range of motion. A review of the invoice history confirmed the surgery dates and suggests the modular head and acetabular cup were removed and replaced with a biomet head and competitors acetabular component. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.